Event description:
It was reported that unspecified bd¿ tube leaked blood. This was discovered during use. The following information was provided by the initial reporter: the doctor prescribed the test of d-dimer to the patient, and the nurse used vacuum blood collection to draw blood for the patient. The operation was normal and the blood was drawn smoothly, but when the needle was connected to the blood collection, the blood spilled from the interface, resulting in blood waste. Immediately, the blood was stopped, the blood was replaced, and the blood was extracted again.

Manufacturer narrative:
H.6. Investigation summary the customer did not provide bd pas with product catalog number or lot number information, when requested. No DHR review can be carried out as lot number is unknown. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see section h.10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ tube leaked blood. This was discovered during use. The following information was provided by the initial reporter: the doctor prescribed the test of d-dimer to the patient, and the nurse used vacuum blood collection to draw blood for the patient. The operation was normal and the blood was drawn smoothly, but when the needle was connected to the blood collection, the blood spilled from the interface, resulting in blood waste. Immediately, the blood was stopped, the blood was replaced, and the blood was extracted again.